Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted 3013450937-2023-00309. 3013450937-2023-00310. 3013450937-2023-00311.

Event description:
Surgeon revised the tibial side of eleos hinge knee due to loosening of the tibial baseplate on (B)(6) 2023. Replaced base plate, poly spacer, hinge component, axial pin, stem extension and set screw.

Manufacturer narrative:
It was reported by (B)(4) (an onkos sales representative) that doctor (B)(6) performed a revision surgery on (B)(6) 2023 due to an alleged loosening of an eleos tibial baseplate. The following eleos implants were also implanted as part of the revision surgery: tibial baseplate tapered screw, 14x65mm cemented stem extension, 12mm tibial poly spacer, size 2 resurfacing femur axial pin, tibial hinge w/ rotational stop. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that represent potential contributing factors to the adverse effect(s) identified in this complaint. The root cause of this complaint was not determined. The follwing mdrs were submitted as part of this adverse event. 3013450937-2023-00308. 3013450937-2023-00309. 3013450937-2023-00310. 3013450937-2023-00311.